Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a past history of her foot turning blue in (B)(6) 2017 which was further noted as having been unrelated to their pump. The patient was also noted as having sepsis, though this was indicated as having been related to having a urinary catheter in place. The last pump refill occurred in (B)(6) 2017. A physician had only put morphine in her pump versus the compounded baclofen the patient usually had. It was clarified further that the patient used to have a compound of three drugs in her pump, but a physician only put in morphine. At the last pump refill the physician put in 9 mg of morphine into the pump. The patient was frustrated as the physician locked the patient out of accessing any boluses, so the patient didn't have that access currently. It was further reported that since there was a delay in getting into a healthcare provider (hcp) to refill the pump, the patient¿s pump went empty and she had to go to the hospital with withdrawal symptoms for three days that included vomiting and sneezing. A past event of constipation was further noted (date of constipation not further specified). The withdrawal event was described as having occurred in late (B)(6) 2017 or early (B)(6) 2017. The date (B)(6) 2017 is considered an approximate date of event regarding withdrawal (year known only). Regarding the patient¿s current status, it was indicated that the situation was resolved. The patient needed their pump refilled before (B)(6) 2018 (before it goes empty) and the patient was still waiting for a physician to send a prescription to an hcp, so they could come and refill the pump thru a home infusion service. The patient had a hard time getting a hold of anyone at the physician¿s office to send a prescription. The patient was considering working with a different physician so other names were provided. Names and addresses of physicians were provided to the reporter. Additional physician listings were provided for arizona and area going into colorado. No further patient complications have been reported because of this event. The patient¿s medical history included: renal failure, placement of urinary catheter, and foot turning blue in (B)(6) 2017.